Manufacturer narrative:
Evaluated one random opened/used partial enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed with accurate readings. We were unable to confirm insertion complaint due to customer not returning insertion needle, sensor only. Also found cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that a few sensor needles became damaged through use. One needle came out, one was damaged, and one broke. Customer also reported that the serter did not release from the sensor after the 2nd button press. The customer's blood glucose reading was 112 mg/dl. Customer also reported that 2 sensors had bent cannulas. The customer's sensors were replaced and will be returned for analysis.